Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis therapy. The patient was hospitalized four days prior to the event of death for other indications. On the same day of hospitalization, the patient was treated with an intramuscular unspecified medication (dose and frequency not reported) for an unknown indication and refused any other treatment. The patient died four days after hospital admission. The cause of death was unknown. It was not reported if an autopsy was performed. It was unknown if dianeal and extraneal therapies were ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.